Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer shows read write error. The field service engineer reseated the row board cables on 7-1 and 7-2 drawers to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer shows read write error. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this incident.